Manufacturer narrative:
Date of event: unk. Expiration date - unk. Date of implant: unk. Date of explant: unk. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted 13.2mm micl13.2 implantable collamer lenses bilaterally in the patient's eyes. The reporter indicated post-op the patient had pupillary block glaucoma due to shallow chamber. Both lenses were explanted, one lens had a lens exchange and the other lens was re-implanted. The patient is still having issues with the lenses. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted. See MFR. Report #2023826-2016-00939 for the fellow eye.